Manufacturer narrative:
Literature article: ciria leandra martins de sousa, pedro manuel reis pereira, jose antonio teixeira da silva francisco, catarina prata, rui arlindo castro and teresa margarida morgado, "the role of enterolysis and tamoxifen in encapsulating peritoneal sclerosis: a successful case". Port j nephrol hypert 2022; 36: pp 1-5. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal tenderness, nausea, vomiting, fever and cloudy peritoneal effluent. The cause of the event was not reported. The patient was treated with intraperitoneal vancomycin and ceftazidime. On an unreported date, the patient was admitted to the intensive care unit because of rapid deterioration. The peritoneal catheter was removed three days after admission and the patient switched renal replacement therapy to hemodialysis. On an unreported date, the patient was treated with tamoxifen (10mg, twice a day). Sixty days after being hospitalized, the patient was discharged from being hospitalized after clinical improvement (outcome was not further specified). No additional information is available.